Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did a meter to hcp meter comparison test. The results were 135 mg/dl on her meter and 351 mg/dl on the hcp meter. The reporter stated that she did not have any symptoms. During troubleshooting, it was learned that the reporter had been storing her strips in the refrigerator. No control solution was available for testing.